Manufacturer narrative:
(B)(4). The device was not returned for analysis. The lot history record for this product could not be reviewed because the product was not returned for evaluation and the lot number was not reported. Based on the information reviewed, the atrial perforation appears to be related to patient morphology/pathology and/or user technique/procedural conditions. The reported patient effect of atrial septal defect requiring intervention (atrial perforation), as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Date of event has been estimated. Date of implant has been estimated. Attachment, article titled: afterload mismatch after transcatheter mitral valve repair with mitraclip for degenerative mitral regurgitation in acute cardiogenic shock. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip delivery system is filed under a separate medwatch report number. (B)(4).

Event description:
This is filed to report the atrial septal defect that required intervention. It was reported through a research article identifying the mitraclip steerable guide catheter that may be related to an atrial septal defect that was closed with a septal occluder. Details are listed in the attached article, titled afterload mismatch after transcatheter mitral valve repair with mitraclip for degenerative mitral regurgitation in acute cardiogenic shock. In the physician's opinion, this article does not pertain to a complaint about the mitraclip therapy.